Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation as the customer has not decided whether to send the device back for repair and evaluation. (B)(4).

Event description:
It was reported that the ventilator's user interface module (uim) was intermittently blank and unresponsive. There was no patient involvement.